Event description:
It was reported per medwatch report that the multi-lumen catheter was inadvertently inserted in the carotid artery instead of a vein. Subsequently a vascular surgeon had to remove the catheter, place a new central line and perform emergent common carotid and artery compression.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval. Add'l info from uf report# (B)(4). Arrow pressure injectable cath kit. Catheter, multi lumen. (B)(6). Serial, lot #, expiration date: unk. (B)(6).